Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for human chorionic gonadotropin stat (short turn around time) - hcg stat on an e602 analyzer. The patient attended the emergency room and a primary sample tube collected from the patient initially resulted as < 2 iu/l, which was reported outside of the laboratory. The patient was then discharged, told she was not pregnant, and was told that ectopic pregnancy was not the cause of her abdominal pain. The patient later re-attended the emergency room with "abdominal pain ? Ectopic pregnancy". A fresh sample was collected from the patient and tested on (B)(6) 2016, resulting as 7744 iu/l. This alerted the staff to a potential issue and the original sample was then repeated in a false bottom tube. The repeat result from the original sample was 5586 iu/l. The patient was not adversely affected. The hcg stat reagent lot number and expiration date were asked for, but not provided. When original sample was repeated, it was found that the volume of the primary sample tube was very low at 1 to 2 ml. Gel at bottom of primary tube had a 'dent' where a pipette tip may have pierced when sampling the original sample. The field service representative checked the liquid level detection voltage, which was found to be ok. He ran performance testing and this was ok. A specific root cause could not be determined, but investigations have determined that it was very likely that the pipette tip of the analyzer hit the gel of the tube, causing a mis-sampling. The low sample volume is the likely root cause of the issue.